Event description:
During transport with patient placed on baxter pump. Baxter pump suddenly showed system error and unable to restart medication. Vanco disconnected from functional pump and nimbex removed from broken pump and placed on functional pump. Patient care continued without issues and pump was removed from service. Pump immediately removed from service. Medication on pump immediately placed on operational pump no patient harm or care delay. Air care infusion pump; mfg: baxter international; model # 35700bax.